Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent to the customer. Customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Instructions were provided on how to put the malfunctioning pump into storage mode before returning it, and steps were outlined for handling the replacement pump upon arrival. Customer acknowledged receipt of all instructions and agreed to return the faulty pump using the provided prepaid label within ten days.